Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported, there were three cases of formation of strong intersection in stroma with random location following corneal flap creations. There was extensive areas that were not cut and the flap was impossible to lift. Additional information requested. There are three reports for this event; this report represents patient three and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).